Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the service declares an episode of dyspnea at the artificial nose, partially relieved after aspiration, with a transient improvement in ventilation. Secondarily, occurrence of major dyspnea with very low ventilatory volumes. It was found that the cannula was almost completely obstructed. A cannula change was carried out urgently for obstruction, allowing rapid clinical improvement. There was patient involvement. The patient presented with severe dyspnea related to an almost complete obstruction of the cannula. The patient received medical treatment. The medical treatment consisted of an urgent intervention with cannula replacement and respiratory management. No specific drugs have been reported at this stage.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.